Manufacturer narrative:
Device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.

Event description:
A report was rec'd from the affiliate indicating that during a stenting procedure to the right coronary artery (rca) after atw guide wire positioning, a cypher selected plus stent was positioned. At the moment of positioning, the physician wanted to withdraw the cypher back to guiding catheter (they decided to reassure the decision of stenting). The stent fell from balloon (there was no inflation). The stent fell off and deformed and it was withdrawn together with wire and catheter. Additional info rec'd indicates that there were no injuries to the pt. The lesion was calcified. The stent delivery system (sds) appeared "normal" when removed from the packaging and was inspected before use. The delivery system was examined to verify functionality. There was no negative preparation that occurred outside of the pt's body prior to inserting the product into the pt. The stent delivery system behaved normally as it passed through towards the lesion. However, resistance was met while accessing the target lesion after predilatation. The main problem occurred when the physician attempted to pull back the stent into the guiding catheter. Therefore, the entre system was removed (guiding catheter, guide wire, and stent system) target lesion was treated at this time and the procedure did not extend greater than two hrs.